Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced difficulty plugging the charging cable into the usb port on the pump. Reportedly, the issue was caused by debris inside the usb port of the pump. Blood glucose was not impacted. The customer successfully removed the debris and was able to charge the pump successfully.